Event description:
It was reported the patient developed an infection and there was vegetation on the triscuspid valve. The device and lead were removed and no further patient complications have been reported as a result of this event.